Event description:
It was reported the patient is no longer receiving stimulation due his scs ipg not communicating with the patient programmer and charging system. It was also reported the patient had experienced a fall which at the time did not affect the functionality of the patient's scs system. Follow-up is pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.